Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018, and (B)(6) 2018 that the patient was admitted for routine checkup and observed power spikes and elevated flows. The patient was admitted friday for elevated ldh at 830, elevated flows up to 10, ldh trended down to 679. On (B)(6) 2018 it was reported that patient was treated with bivalirudin since hospitalization. On (B)(6) 2018 the patient was exchanged to an hm3. No further information provided.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft attachment and sealed outflow graft bend relief hardware were returned unattached from the outlet elbow. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was also returned unattached from the graft attachment and bend relief hardware. A ring-like thrombus formation was observed surrounding the inlet bearing cup. Further, a denatured, laminated, ring-like thrombus formation was observed surrounding the inlet bearing ball. The similarity in structure of these formations suggests that they developed as one thrombus formation and were pulled apart during disassembly. The laminated structure of the thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. The proximal side of the outlet stator also presented a red deposition loosely seated around the outlet bearing ball and partially occluding the blood flow path. Areas of denaturation were observed on this deposition, indicating that the deposition developed over an undetermined amount of time while the pump was supporting the patient. The origin of this deposition could not be conclusively determined through this evaluation. Although a direct cause for the development of these depositions and a duration for which they were present within the pump could not be determined, they were partially obstructing the flow of blood, which could have contributed to the reported elevation in lactate dehydrogenase value. In addition, these depositions could have contributed to the elevations in pump power and estimated flow observed in the submitted system controller log files due to excess drag on the rotor¿s bearings. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.